Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that arrow keys was delayed in response. Insulin pump received no delivery alarms. Rewind took longer time. Crack around reservoir compartment. No harm requiring medical intervention was reported. The infusion set will be returned for analysis.